Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2022, abbott point of care (apoc) was contacted by a customer who reported that I-stat analyzer sn (B)(4) was extremely hot before they powered it off the evening before the error code 0500.0001.0001.0003.0001 appeared during operation. There was no additional information at the time of this report. There were no injuries reported. The analyzer was replaced at no charge and returning for investigation. The product was replaced and returning for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 01-jun-2022. The customer reported that I-stat alinity analyzer s/n (B)(6) generated code 0500.0001.0001.0003.0001, and the code was resolved when the instrument was restarted. The customer also reported that the instrument was hot to touch before it was powered off, which occurred the evening before the error code appeared. The conclusion of the investigation is that the complaint is not confirmed. Further investigation on the issue cannot be performed without return of analyzer s/n (B)(6) to apoc-princeton. A rocketware search spanning one year found no related incidents. No deficiency has been identified. Correction: b3 event date changed from (B)(6) 2022